Event description:
It was reported that malfunction code 12 appeared on pump every few weeks since early june 2026, and pump eventually did not turn on again after patient fell into water. There was no adverse impact to the customer's blood glucose level. Customer initially reset pump himself and later contacted technical support, who assisted with pump reset and then arranged pump replacement; customer planned to use multiple daily injections as backup insulin therapy and was instructed to let pump battery fully deplete before return and to reenter pump settings and reconnect continuous glucose monitor to replacement pump.